Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior spinal fusion, ranging thoracic-lumbar-pelvic areas (th11-s1), for the treatment of asd adult spinal deformity (asd) the expedium verse system was applied. When the setscrew was inserted into the implant (unk), the setscrew became cross-threaded. The procedure was completed without surgical delay. The patient was stable. The patient was x-rayed, and it was confirmed that no fragment had been left in the patient's body. This report involves one (1) unknown screws. This is report 2 of 2 for (B)(4).